Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that customer were hospitalized due to unknown reason. The customer¿s blood glucose level was unknown. Customer was in intensive care unit. The insulin pump will not be returned for analysis.